Manufacturer narrative:
Evaluation of the returned lens found both haptics bent. Cause of haptic damage could not be determined. Functional test could not be performed due to the return damaged condition. The delivery device was not returned. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, a root cause could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion, the capsule broke. Vitrectomy was performed and the lens was replaced with an ac lens. Suture was necessary to complete the case. The patient status was described as "good". No other information was available.